Manufacturer narrative:
Correction : d2. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 149030 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 149030 and test base part number 195-430h / lot 143406a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149030 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 20215 on a direct tested nasal kitted swab. The user reported that the first binaxnow¿ covid-19 antigen self test performed on their daughter (B)(6) 2021 generated positive results. The user performed repeat testing with the binaxnow¿ covid-19 antigen self test on their daughter and again positive results were obtained. On the same day the daughter's pcr confirmation testing was performed on an unknown sample and two days later negative results were provided. The user tested daughter and with the binaxnow¿ covid-19 antigen self test and a third positive result was obtained. The user reported that their daughter had been vaccinated and had symptoms. In addition, the user and user´s wife had also taken the binaxnow covid-19 ag (195-160) antigen self test and got negative results with no issue. No additional patient information, including treatment and outcome, was provided.